Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: the electrodes were returned to zoll medical corporation for evaluation. The customer's report was not confirmed or replicated. The electrodes were put through extensive examination without finding a fault that could explain the customer report. We were unable to perform a complete functional test on the electrode pads because of how they were returned, but we did confirm electrical connection from tin to connector on both pads. The electrodes were scrapped after investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a female patient (age unknown), the associated defibrillator was unable to obtain an ECG signal while using these electrode pads. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.